Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The email received for the study indicated that approximately six months post-index procedure, the pt was hospitalized with amaurosis fugax diagnosed as a transient ischemic attack. The event required emergency cea surgery. The onset was gradual and the recovery was full, no deficit. Site confirmed that the patient had restenosis in the implanted precise stent which was treated with balloon angioplasty. Patient is in good condition.